Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. From the information provided, the lead suture was replaced with ultrabraid and snapped during tibial progression. The reported device has been qualified to be used with the incorporated lead green suture, not ultrabraid. Additionally it was reported that the bridge tail snapped during loop reduction. Due to the product not being available for evaluation, the complaint could not be verified and an exact root cause for the failure is uncertain. However, a factor that could contribute to the reported event includes the application of excessive force. The instructions for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the loop reduction and progression of the graft in the tibial tunnel, one of the suture limbs of the bridge tail snapped near the skin incision on the lateral aspect of the femur. The surgeon had to perform open surgery to retrieve the snapped limb of suture and complete the procedure. No patient injury or complications were reported.